Event description:
The customer reported to vyaire medical no volumes displaying on monitor during use on a patient on the vela ventilator. The customer reported there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h10 "results of investigation: vyaire field service representative went onsite to evaluate the device. Alarm high peak inspiratory pressure, low minute ventilation, auto cycle. Found a customer operation error flow sensor is setup correct. When close a flow sensor front cover it bent a flow sensor tube. After setup flow sensor correct and close a cover. Performed owner verification process and performance check, all passed. All work accomplished per vela service manual device is operational and meets manufacturer specifications". Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.